Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implant date: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds, low impedance, noise and non capture. The leads were capped and replaced. No patient complications have been reported as a result of this event.